Event description:
It was reported that the patient underwent transplant. Whether the outcome was device or therapy related was not provided. Additional information was not provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: it was reported that the patient received a heart transplant. No device related issues were reported. It was communicated that due to patient privacy laws, the account would not provide any additional information. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. G is currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.